Event description:
It was reported that the patient experienced an tape not sticking event during use on (b)(6) 2026.

Manufacturer narrative:
E1: Name- Medtronic Minimed,Street-18000 Devonshire Street,City- Northridge,State- CA,Zip Code- 91325.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.